Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead noted impedance measurements less than 200 ohms. All other measurements were appropriate and no noise could be provoked. It was indicated this patient was not pacemaker dependent. Boston scientific technical services (ts) reviewed the device data and confirmed the rv lead impedance measurements were just below 200 ohms. Additionally, the impedance measurements on the competitor right atrial (ra) lead were greater than 2000 ohms. It was indicated the patient will continue to be monitored appropriately. No adverse patient effects were reported.